Manufacturer narrative:
H10: per gfe response, it was confirmed that the check vent: battery failed error code is an older error that appeared in the event log but had nothing to do with the current problem of the alarm led failed message which was reported on a different complaint. No further information was able to be obtained regarding the repair of the reported error of check vent: battery failed message. This concludes the investigation, if additional information becomes available the record will be reopened and investigated.

Manufacturer narrative:
E: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device is getting error code check vent: battery failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The power management board is replaced but the error message persists. It is necessary to order material to continue the intervention. Investigation on going.

Manufacturer narrative:
After reviewing the information that have been provided for this event and upon further investigation, below correction to the previously submitted final report is being submitted: philips received information from the field service engineer (fse) on the v60 ventilator indicating that while performing service for the issue of "1105 - alarm led failed" message (which the customer called in about and was documented on a separate complaint record) on (B)(6) 2023, it was observed within the diagnostic report or event log that there was an older error of a "1124" error code: battery failed message that first occurred on (B)(6) 2023, which is 9 months before the fse was dispatched for onsite service to address the customer-reported "1105"alarm led failed message issue. While on site, the fse tested the v60 ventilator but could not duplicate the 1124 - battery failed error. The device passed all tests. Therefore, the cause of the error code for battery failure could not be determined. No other information has been provided. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.